Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 336 mg/dl with symptoms of extreme drowsiness. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump had an intermittent power issue. The reporter stated that the patient had not properly tightened the battery cap, leading to power interruptions. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of not properly securing the battery cap.